Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the procedure was converted to traditional laparoscopic surgery. There were no additional ports, and the patient tolerated the change. There was no delay in the procedure.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer called an isi technical support engineer (tse) and reported an error on the robot. Message displayed "robot not connected, connect the robot to the tower". Clinical sales representative (csr) was on site and confirmed no blue led lights on fiber cable port connecting to the robot from the tower. Had csr perform a hard power cycle which did not resolve the issue. Csr also swapped fiber port locations on the tower which was not successful. Customer did not have any backup fiber cables to use in the interim. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the blue fiber pigtail (bfp) and common compute controller (ccc). The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to the bfp and ccc.